Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found a single bit flip in the product code which contributed to the loss of telemetry and output.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted.